Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI): the UDI is unknown because the part number and lot number were not provided. Date of occurrence estimated. Date of implant estimated. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. The reported patient effects of thrombosis and death are listed in the xience v everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat the left anterior descending artery. Two unspecified xience stents were implanted in the lesion along with an unspecified non-abbott stent. Two days later, the patient was re-hospitalized for stent thrombosis from one of the xience stent implants. The type of treatment was not specified. The patient then expired (date not specified). No additional information was provided.